Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous left anterior descending (lad) artery. An 8mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon was inflated twice and ruptured at 16 atms during the second inflation. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. There was also contrast in the guidewire lumen. The device was soaked in a water bath to loosen the contrast prior to functional testing. The device was inflated, using an inflation device filled with water connected to the inflation port, and small balloon pinhole was found 3mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous left anterior descending (lad) artery. An 8mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon was inflated twice and ruptured at 16 atms during the second inflation. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients's status was good.